Event description:
According to the information received, this valve was explanted due to endocarditis and paravalvular leak. Due to the fact the explanting surgeon is unknown, a letter requesting additional information will not be sent at this time.